Event description:
The mcl20s were used during an open colon resection. Three devices were misfiring and not closing properly when applied on vessels. The clips also scissored. The scissored clips did not damage the vessel. A new mcl20 was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion: a)applier was received in good condition and was fired and formed remaining 16 clips within specifications. It was concluded applier was conforming to specifications. B)applier was received with cartridge cover cracked at end of outerwrap. Body was bowed and handle pin was out of posts. Applier was fired and scissored and partially formed first two clips, which was due to damage to cartridge cover. Applier then properly formed remaining 8 clips without incident. C)it was concluded reported incident during surgery may have been due to dried body fluids adhering feed bar to applier floor. Applier was received with cartridge cover cracked at end of outerwrap. Body was slightly bowed and there was excessive dried body fluids within cartridge. Applier was cycled, but feedbar was adhered to applier floor, and unraveled when handles were forced. Comments: ab)each instrument is evaluated during assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.